Event description:
On 12/21/2023, it was reported by a sales representative via sems-06437508 that an ar-8315w synergy resection wireless kit was missing a black pad on the bottom and casing is loose. This was discovered after the case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.